Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient's speech understanding has deteriorated and that she is experiencing disturbing noises. Testing showed that 7 electrode channels have high impedances, some of them have already status hi. Head movements of the patient caused fluctuated impedances.